Manufacturer narrative:
The asp installed the replacement power management printed circuit board assembly to complete the repair. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. Upon further investigation, the following has been reported that the issue occurred during power on self-test (post) . Therefore, this complaint no longer meets reportability requirements as it is not likely to cause or contribute to death or serious injury if it were to recur.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" error occurred. The device failed the backup alarm test while attempting to perform preventive maintenance (pm) on the device. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1104 "backup alarm failed" error occurred. The device failed the backup alarm test while attempting to perform preventive maintenance (pm) on the device. When the customer removed power from the device, the device did not make an audible alarm as just the alarm light emitting diode (led) was flashing. The remote service engineer (rse) performed troubleshooting with the customer and informed the customer that the root cause could be the central processing unit (cpu) printed circuit board assembly (pcba). The rse discussed what is needed to replace the cpu pcba with the customer, and the customer requested onsite service to have the device evaluated and repaired. An authorized service provider (asp) was dispatched onsite, and upon arrival, the asp replaced the cpu pcba and motor controller pcba, after which the issue was resolved. The device successfully passed test and verification (t&v). The replacement power management (pm) pcba was also ordered and will be installed once delivered to make sure that there will not be any similar failures. The investigation is ongoing.